Event description:
The patient was undergoing a left knee scope with left acl reconstruction with autograft. During the procedure, the surgeon was using the flipcutter ii 9mm. During use, he noticed via the monitor that a piece had broken off of the flipcutter. The device and broken item was immediate removed. Follow-up provided by the surgical services director reported the device broke at the tip where the jaws align.